Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer replaced the power cord and tested the main outlet to confirm it was working. Furthermore, the customer tested the power inlet fuse and confirmed that one of the fuses was blown. Tac provided the part number for the maj-1412 before transferring the call to customer care. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii xenon light source is unable to power up. There was no patient harm or user injury reported due to the event.